Event description:
This is a solicited report by a physician from (B)(6) of sterile peritonitis coincident with extraneal viaflex and nutrineal pd4 unknown bag therapies. On (B)(6) 2010, the patient was on extraneal viaflex lot number 10e05g40 intraperitoneally(ip) for automated peritoneal dialysis(apd). On (B)(6) 2010, the patient was diagnosed with sterile peritonitis manifested by abdominal pain for 1-5 months. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On (B)(6) 2010, the patient began remedial medications of oxacillin (500mg, qid, ip) and gentamycin (40mg, daily, ip). On an unknown date, the extraneal and nutrineal therapies were discontinued. The physician reported that the patient improved after the therapies were discontinued. Extraneal viaflex and nutrineal therapies were not restarted. The severity of the event was reported as moderate, and the patient experienced abdominal pain. The event of peritonitis was reported as resolving. The physician reported that extraneal viaflex and nutrineal were related to the event of sterile peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.